Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple countin contributed to the false detection. The patient was reportedly conscious and stated that she did not hear any alarms. There is no indication that the patient sought medical attention. The patient continues to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) - 05/2011. Electrode belt (B)(4) - 05/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4).